Event description:
Revision surgery revealed breakage of the polyethylene insert.

Manufacturer narrative:
Summary of evaluation: the examination results suggest that this event is not device related but rather is associated with alignment and aged plactic.